Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and coagulum formation occurred. The returned device was visually inspected and char was found on the distal end of the catheter. However, during a second visual inspection during the analysis, char was not present; it might have come off during the decontamination process or while sending the catheter back for analysis. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Coagulum was not observed during the analysis; however the customer complaint regarding char has been verified. Catheter was found within specifications. The root cause of the char observed does not appear to be manufactured related.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and coagulum formation occurred. At the end of the case when the catheter was removed from the patient's body, it was noticed that there was char at the distal and proximal electrodes. The catheter was not replaced and the case was completed successfully without patient harm. Upon request additional information was received on the event. The material seen on the electrodes actually appears to be coagulum. The system did not present any error messages and the physician/user did not see any product problem. There were no issues related to temperature or flow of the catheter. However, there was impedance rises during ablation on the septum which is typical to see with good contact on the septum. Settings during the event include: power 30w / 30 seconds / power control mode / temperature cut off 48°c heparinized saline was given to the patient. The physician did not consider the amount of coagulum observed caused a potential risk to this patient. The patient has not exhibited any neurological symptoms since the procedure was completed. This event is indicative of a reportable event because coagulum has poor adherence to catheters and it could be a potentially cause patient harm.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/18/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).